Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4). Event description continuation: the pebax condition that was originally reported by the customer (the spring area was full of blood) was not initially observed during the visual inspection. After a deeper visual inspection, it was noticed that the pebax had red material inside of it. However, at this time, it was unknown if the pebax was damaged. The catheter was then sent out for further evaluation. On november 4th, 2014, bwi was informed that the pebax was damaged and had a puncture hole that may have caused the blood to flow inside the pebax. The red material inside the pebax is not a reportable issue. However on november 4, 2014 it was discovered that there was damage (puncture hole) to the pebax. Therefore, the damage to the pebax is now indicative of a reportable event. The awareness date is november 4, 2014.

Event description:
It was reported that a patient underwent a procedure with a smart touch bidirectional catheter and a pebax with damage issue occurred. It was reported that the catheter was used for af for approximately 2 hours. The force was reading 45g all the time. On removal of the catheter, the spring area was full of blood. The catheter was replaced and the procedure was continued. There was no patient consequence. Additional clarification was requested on the event however, no additional information was provided. With the information available, this event was not indicative of a reportable event. On (B)(6), 2014 the bwi failure analysis lab provided notification of the returned catheter condition. There was a crack at the peak housing and there was dark red material inside. Additional information that was requested was provided. There were no reported irrigation issues. The staff was almost sure that the sheath was a non steerable sheath. It was either a st. Jude medical slo or sro sheath. Further review of the returned catheter was performed. The bonding between the peek housing and the tip was not compromised. The peek housing was still bonded to the stem of the tip and a small gap was observed at the transition between the peek. The tip was still sealed by the stem of the tip and there is no exposure of internal components or any evidence that the integrity of the catheter had been compromised. Therefore, this peek housing issue was not indicative of a reportable issue.

Manufacturer narrative:
(B)(4) it was reported that the catheter was used for af for approximately 2 hours. The force was reading 45g all the time. On removal of the catheter, the spring area was full of blood. The catheter was replaced and the procedure was continued. There was no patient consequence. Upon receiving, the catheter was visually inspected and the peek housing - tip transition was cracked. Reddish material similar to human blood was observed inside tip transition and pebax. No detached sections were observed. An internal corrective action has been opened to investigate the peek housing issues. Further investigation performed by r&d revealed that there was a hole on pebax which contributed to the reddish material found inside the area. An internal corrective action has been opened to investigate damaged pebax on smart touch families. Then per the reported event the catheter was evaluated for carto 3 and screening test and both passed. Catheter was recognized by the system, no error messages were displayed and the catheter was properly visualized. The force feature was properly working. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent damage peek housing and pebax damage from leaving the facility. The customer complaint regarding the spring area full of blood has been verified. As initially stated, internal corrective actions were opened to address the peek housing and pebax conditions.